Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the device was opened and connected to the console and an error message displayed on the screen. The tip and console were disconnected of the light source and reconnected but the error message was displayed again. The procedure was completed using a competitive device. The patient was identified to be stable and didn´t present any damage caused by the device.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence as more than likely an e-7 error was experienced which will cause the controller to produce an error message. Factors that could have led to an e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The super turbovac 90 icw wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.